Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when additional reportable information becomes available.

Event description:
It was reported, the pump alarmed primary audible alarm force/system failure. No patient injury reported.

Manufacturer narrative:
Device evaluation: both tamper seals were intact. Non-OEM (original equipment manufactured) battery identified. Cracked right plunger case. Primary audible alarm power on self-test. There were no force sensor errors in the event history log, the force sensor was within specification and operating as intended. Power up process, audio test, occlusion test were performed; and the reported issue could not be duplicated. No problem was found. Adc (analog-to-digital converter) counts were within specification. Found no damage to interconnect board, low profile c9 capacitor present. No repair needed for reported problem since no problem was found. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.